Manufacturer narrative:
Device evaluated by manufacturer: no, lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens, diopter unknown, in the patient's eye. The lens had a high vault and was tilted on one side. The patient had normal vision and pressure but the event had induced some pupil size difference. The reporter indicated at a post-op visit, the vault had gone down a bit, but was still high. The vision was 20/20 and normal pressure. The lens remains implanted.